Manufacturer narrative:
On (B)(6) 2023, suneva medical became aware of a case study article, "original investigation" regarding one patient who had severe facial swelling and difficulty breathing, resulting in facial disfigurement, hospitalization, and medical intervention one year after suspected "artefill" injection in 2018. The article also indicates an additional 6 persons the patient knows of that were injected by the same provider with similar outcomes; however, no additional info was article had not been published yet at the time of receipt. Parikh, a, et al, multiple cases of facial disfigurement from filler use and one injector, ophthalmic plast reconstr surg. Vol xx ,no. Xx, 2023. The article is provided as an attachment to this emdr. Suneva has been able to reach the article contact, michael a. Burnstine, md, who in turn provided patient contact information. The patient has relayed they are still having the same issues, severe swelling resullting in disfigurement and is currently on prednisone which is creating additional problems. Additional information was also requested on their report of six (6) additional patients, but no additional info was provided, other than they have similar issues and have sought treatment. Additional info: date of this report = 03/24/2023. This is the earliest date we are able to submit. Attempt to submit was initially made on 03/16/2023, but required esg webtrader updates. Worked on issues with esg helpdesk and internal it since that time. Finally resolved with upgrade to windows 10 and new computer completed late on 03/23/2023. Of note, a re-install of esubmitter, along with re-creating, re-packaging of previously packaged emdr was also required due to esubmitter changes that occurred (B)(6) 2023. Per discussions with the patient. The 1st injection was in 2018, the last in (B)(6) 2019. D6b: per article and patient, the surgeries were conducted for filler and scar tissue removal. Dates are unknown at this time, but is expected to have been in 2019 or 2010. D9: artefill (now bellafill) syringes are single use devices that are typically discarded after use. Per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit". Date received by manufacturer = 02/17/2023. See narrative above. Adverse event problem - medical device problem code: suneva cannot confirm artefill (or bellafill) use at this time. Suneva suspects either use of expired artefill dermal filler or possibly counterfeit product was used by the injector, for the reasons noted below. Dr. Burnstine relayed that the patient's dermal filler injector was an erica castaneda. Per additional discussions with the patient, she was injected at beleza spa and salon in west covina, ca, by ericka castaneda, the patient also mentioned ms. Castaneda's daughter, sofia brambila, and stated they both worked at beleza salon and spa in west covina. Per the patient, her first "artefill" procedure was done in 2018 and the last one was in (B)(6) 2019. She states that issues started with red spots and the injector treated with ice and massages for a while, till the patient states she ended up "on e.r.". She states that she then asked the injector what product she was injected with and was told it was "artefill" and the injector then disconnected her phone and dissappeared. The patient states she went to the spa to look for the injector and "never found her again". No record of product sale has been found: suneva medical conducted research on all customer files and shipping records which includes all customer and transaction data since product approval in 2007 to current. There is no record of a customer or product sale for (B)(6) in (B)(6) or (B)(6), or a (B)(6) in these files. There is also no prior record of post-market reporting for this facility, injector name, and/or patient name in suneva's complaint files. Suneva has asked the patient for the address of the facility, so we can search on that address in case the facility name has changed. Per the patient the address is (B)(6). Additional review of customer and transaction data found no records of sales or shipments to this address. The injected product was described by the injector as "artefill": - artefill was rebranded as bellafill in late 2013 under p020012/s008 approved on 08/27/2013. If artefill was used, as the patient relayed, the product was expired at time of use. The injections in 2018 and 2019 were well beyond the date of the re-branding and the artefill/bellafill product has an 18-month shelf-life. - it is also suspected that the injector may have used counterfeit/unregulated product that was labelled as "artefill". Suneva reports any known counterfeit product to FDA. The article also mentions this possibility on page 1, 2nd paragraph after the abstract.

Event description:
On (B)(6) 2023, suneva medical became aware of a case study article, "original investigation" regarding one patient who had severe facial swelling and difficulty breathing, resulting in facial disfigurement, hospitalization, and medical intervention one year after suspected "artefill" injection in 2018. The article also indicates an additional 6 persons the patient knows of that were injected by the same provider with similar outcomes; however, no additional info was provided for the additional patients. The article had not been published yet at the time of receipt. Parikh, a, et al, multiple cases of facial disfigurement from filler use and one injector, ophthalmic plast reconstr surg. Vol xx ,no. Xx, 2023. The article is provided as an attachment to this emdrsuneva has been able to reach the article contact, michael a. Burnstine, md, who in turn provided patient contact information. The patient has relayed they are still having the same issues, severe swelling resullting in disfigurement and is currently on prednisone which is creating additional problems. Additional information was also requested on their report of six (6) additional patients, but no additional info was provided, other than they have similar issues and have sought treatment.